Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred and the pump stopped all insulin delivery. The customer believed that the pump touchscreen was not working but that the rest of the pump was working. However, during troubleshooting with tandem technical support, the pump could not be turned on. There was no impact to the customer's blood glucose level. Reportedly, the customer has manual injections for alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.